Manufacturer narrative:
Unit received with cracked retainer. Unit locked in place properly and passed displacement test. Unit received with missing reservoir tube o-ring, cracked reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
It was reported that the insulin pump had a reservoir lip ring fell off and there's a crack on my pump. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.